Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of the external pulse generator (epg) experiencing an error. A reset of the printed circuit board (pcb) with a firmware update was required. The ventricular output connector was found to be dented. The hanger was broken. The keypad window was scratched. The main pcb capacitor was also noted to be damaged. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an external pulse generator ( epg) experienced an error. Troubleshooting steps were advised. The return status of the device is unknown. There was no patient involvement. It was further reported that the device returned for service and that the epg subsequently tested out of specification during manufacturer's analysis.